Event description:
Prior to implant procedure, the device was interrogated, while in the packaging, and was found to be in back-up operations. A new device was chosen for implant. There was not consequence to a patient.

Manufacturer narrative:
The reported event of the device found in backup mode was confirmed. The device was received in backup mode with the battery level within the normal range. Analysis of the device image indicated that the backup mode occurred due to reset errors within and integrated circuit. Further testing was performed, including cold temperature soak to stress the device, and back up condition was reproduced. This malfunction is consistent with a in integrated circuit cold temperature sensitivity. Abbott is continuing to monitor this issue. A device longevity assessment was also performed and was revealed to be within expected range.